Event description:
It was reported that the harmonic ace instrument broke during use. The debris was kept. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: it was alleged that the harmonic ace instrument broke and the customer kept the debris. It is unknown if any fragment fell inside the patient. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer-reported complaint. The harmonic ace instrument was found to have a cracked blade. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of this failure is attributed to the user mishandling/misuse. The complaint regarding ¿harmonic ace instrument broke during use¿ was confirmed by failure analysis, which indicated that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.